Manufacturer narrative:
The connector tool was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this connector tool was broken in the packaging. No adverse patient effects were reported.